Manufacturer narrative:
We checked the returned unit and confirmed that the ccd driver pcb disconnected wires. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd driver pcb. In addition, we confirmed that the angle wire fluid damage, the u/d and the r/l pulley wires fluid damage, the r/l lock knob broken, the suction channel buckled, the angle wire play, the segment corroded, the insertion flexible tube (ift) leak, the r/l knob loosened, the light guide cable loosened, the junction case loosened, the distal body worn out, and the segment hard to move; however, they are not the main cause and/or irrelevant to the alleged complaint. Based on the technical report, ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure (blackout).